Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The customer received questionable high results for three patients from coaguchek xs meter serial number (B)(4). Of the data provided, only the results for one patient were discrepant. At 11:15 am, the result from the meter was 4.2 inr. At 11:15 am, the result from a laboratory using dade innovin reagent was 3.2 inr. The patient's warfarin dose was adjusted based on laboratory result. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The patient's hematocrit was in the range of 25 to 55 %. The patient had no blood thinners other than warfarin, no heparin, and no clopidogrel. The patient did not have antiphospholipid antibodies. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.